Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device burned through the skin and created a small hole. Burn was not noticed until the end of the procedure and was closed with a stitch. Since this was noticed post-procedure, the same device was used to complete the procedure. The pa stated at the post-op appointment 30 days later, the burn that was stitched had turned into an ulcer. The device was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a tech eval cannot be performed. Per our standard sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be completed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).